Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized with high blood glucose of 1200 mg/dl and diabetic ketoacidosis. Customer indicated that the high blood glucose was probably due to a bent cannula. The customer was advised that the device would be replaced and to return the product for analysis. Customer indicated that they would call back with the serial number of the pump. No further details given.